Event description:
Unresolved type I endoleak. The patient was reported to have tortuous attachment sites. A wall graft was placed in the right limb to achieve a seal, however the final angiogram revealed a type I endoleak at the iliac attachment system. The physician feels that the leak will resolve once the heparin wears off.